Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, a battery compartment crack was found above the grip pad. The pump powered up to the verify screen with auditory and vibratory features. The keypad cover was peeling from the base below the ¿ok¿ button but all buttons responded properly. Removal of the button cover did not find contamination under the button contacts.

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.